Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record DHR review or a lot history review was performed. Review of IFU/training material and a detailed root cause analysis has been summarized in a technical summary is captured in a technical summary no IFU/training deficiencies were identified. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. There is no evidence of device malfunction contributing to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve calcification was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient; calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for post implantation svd calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigation have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As noted, 23mmsapien valve in the aortic position, via transfemoral approach. Approximately 5yr, post implant, the valve failed, mode of failure was stenosis, and implantation date was in 2017. Due to limited information, a definitive root cause was unable to be determined at this time. The technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions CAPA are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment pra escalation is not required.

Event description:
Per medical records received, on (B)(6) 2022, the operative note stated the patient presented with aortic valve stenosis and congestive heart failure (chf) class 4. Under anesthesia, the patient had a viv with a 23mm sapien 3 in a 23mm sapien valve in the aortic position via surgical direct visualization approach with excision of leaflets of previously placed ew valve. Per the operator, the indwelling leaflets of the failed sapien valve were excised in its entirety leafing a clean metal annulus and some calcification was removed very carefully. Echocardiogram showed excellent ventricular function and a normally functioning bioprosthetic valve with no perivalvular or intravalvular leak. No procedural complications or edwards device malfunctions were listed.

Event description:
As reported approximately 2 years and 11 months post implant of a 23mm sapien 3 (s3) valve in the aortic position via transfemoral approach, the valve failed due to stenosis. The leaflets from the stenosed s3 were removed and they successfully implanted a 23mm sapien 3 ultra. Patient was transferred to recovery post-op.

Manufacturer narrative:
Investigation is ongoing. Valve remains in patient.